Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification by a voluntary medwatch (mw5111867) related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat and lung irritation. There was no report of serious harm or injury.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-85702. This report was submitted as a duplicate report of the previously submitted report.